Manufacturer narrative:
The cs-2500 operator's manual, chapter 8 - troubleshooting, section 8.5 - error message list, provides a listing of error messages for this instrument and their causes/corrective actions are as follows. The following information is provided for the errors generated by the sample analyses: 0032.0000.0000 [no coagulation]: possible cause: the coagulation reaction was not detectable, due to low fibrinogen concentration, an anticoagulant sample or a reagent problem. Corrective actions/countermeasures: reanalyze and make a comprehensive judgment, taking sample and reagent, etc. Into consideration. Also, set a longer detection time and repeat the analysis. 0032.0002.0000 [flat curve]: possible cause: the coagulation reaction was not detectable, due to low fibrinogen concentration, an anticoagulant sample, or a reagent problem. Corrective actions/countermeasures: reanalyze and make a comprehensive judgment, taking sample and reagent, etc. Into consideration. Also, set a longer detection time and repeat the analysis. When analysis is performed at a measurement time that exceeds the [check time] on the analysis preset tab screen, an analysis result is displayed as a numeric value with a flag. A field service engineer verified the analyzer and determined the analyzer performed as designed. The analyzer performed as designed by alerting the operator to possible sample abnormality requiring further verification of accurate results prior to reporting. A sample/patient specific abnormality, inadequate mixing, centrifugation or other mishandling of the samples could not be ruled out as contributing factors. No systemic product deficiency was identified.

Event description:
Multiple samples from the same patient were analyzed between (B)(6) 2019 and (B)(6) 2019. Most samples generated the "no coagulation" or "flat curve" errors with no numerical values for the prothrombin time (pt) results. The user reported pt results of >100 seconds. The patient was referred to another facility after (B)(6) 2019 and normal pt results were generated from subsequent samples. The patient received vitamin k treatment based on the erroneous pt results. It is unknown when the vitamin k treatment was administered. No patient harm was reported based on the administration of vitamin k.